Event description:
It was reported by the aci clinical specialist that a (B)(6) female patient underwent a diagnostic coronary procedure on (B)(6) 2012. Access was obtained at the bifurcation via a 5f sheath (model unknown). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size approximately 5mm. A 50/50 contrast and saline mixture was used. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 5f to close the access site. The physician used a buddy wire (guide wire) to assist in maintaining access. It was reported that the shuttle was advanced to a hard stop, the sheath was retracted, and no advancer tube was visible. The balloon was deflated and the device was removed from the patient. The patient was converted to 15 minutes of manual compression in which time hemostasis was achieved. The patient was ambulated and discharged to home on (B)(6) 2012 with no reported clinical sequela. The aci clinical specialist visually inspected the device after it had been removed from the patient and noted that the advancer tube and sealant remained in the device catheter.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle was disengaged from the handle and with the procedural sheath pulled back against the shuttle. The advancer tube was extended from the shuttle cartridge, approximately 17mm from the balloon proximal tip (not engaged). A segment of the sealant was adhered to the distal end of the shuttle cartridge. The shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. The catheter and introducer sheath were inspected for anomalies (i.e. Kinks, deformity) that may have obstruct the device path during deployment. No anomalies were observed. Based on the provided information and the investigation performed, the probable cause for the reported event could have been from incomplete engagement of the advancer tube. The review of the lhr (lot f1221603) indicated that the device lot met all established performance criteria prior to shipment.